Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 28x5.0mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery(rca). Predilation was performed with a 4.0x20mm balloon catheter. A 28 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the physician found that the proximal end of the stent was fractured. The device was removed and the procedure was completed with the implant of 4.0x28mm, 4.0x20mm, and a 4.0x38mm stents in the rca. Post dilation was performed with a 5.0x10mm balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).